Event description:
The lay user/patient contacted lifescan alleging the meter had date/time issues. Lifescan received the meter involved with this complaint on (B)(6) 2011 and completed the device evaluation on the returned meter on (B)(6) 2011. Investigation revealed the following: there was contamination on the pcb and the battery was low/dead. This complaint is being reported because the returned meter failed testing. There were no allegations of harm or injury. Replacement products were sent to the patient.